Event description:
It was reported that the patient believed she had more seizures with the vns turned on. She stated that she was currently having 30-40 seizures a month, which was how many she had when the vns was turned on. It was noted that the physician ordered an emu to check the seizure count as the patient had "an extensive psychological background". No additional relevant information has been received to date.